Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the air/water nozzle and the c-cover was burned. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the burned c-cover was use of a treatment tool without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.